Event description:
Patient was implanted with antegrade femoral nail system on an unknown date. At the 18-month post-op follow-up, the surgeon noted on x-ray, a non-union of the femur. Patient was returned to operating room on (B)(6) 2012 where the antegrade nail and 3 locking screws were removed and patient was revised to another antegrade femoral nail. The explanted hardware was given to the patient. This is the 4th of 4 reports submitted on this event.

Event description:
This is report 4 of 4 for complaint (B)(4).

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Exact date of implant was not reported but it is reported that implant was done prior to 18 months of explant. Date of event provided by the facility was (B)(6) 2012. The exact date of non-union remains unknown. Reported date (B)(4) 2012 was the date the facility became known.